Event description:
The user reported an error message "system computer needs service" was displayed on the central control monitor. The user also reported that the control of the roller pumps through the central control monitor failed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.